Manufacturer narrative:
(B)(4). Additional information received indicated post deployment of a 26mm sapien valve, ¿aggressive¿ post dilation was performed, decreasing the moderate paravalvular leak (pvl); however, ¿some¿ central aortic regurgitation (ar) occurred. No further actions were taken at the time and the procedure was completed. The patient has been closely monitored and ¿recently¿ reported severe chf symptoms, doe and fatigue with increasingly less exertion. The patient also reported increasing lower extremity edema despite taking diuretics. Echocardiograms performed 32 months and 34 months post valve deployment indicated mild-moderate aortic insufficiency (ai) and severe pvl. Three (3) years post valve deployment, a 29mm sapien 3 valve was successfully deployed via the transfemoral approach. The valve was positioned and deployed with nominal volume, resulting in moderate regurgitation. Post dilation of the valve was performed with an additional 2cc of volume. The tee indicated mild-moderate regurgitation. The devices were withdrawn without complication and the procedure was completed. The patient tolerated the procedure well and was extubated in the or. The patient was transferred to recovery in stable, but guarded condition. Post tavr assessment indicted the sapien 3 valve was well seated with mild to moderate pvl and no ai. Post procedure, the patient was reported to be doing well. The patient was discharged to home on postoperative day (pod) 2. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening pvl and worsening cai 32 and 34 months post valve deployment and the subsequent valve-in-valve procedure 3 years post valve implant cannot be confirmed, but may be related to patient co-morbidities, cardiac remodeling, and the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Three years after the implantation of a 26mm sapien valve in the aortic position, the implant patient registry (ipr) received a 2nd implantation data card (idc) for this patient. According to the 2nd idc information, a 29mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Additional information is not available at this time.